Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an hour after changing the cassette, the device exhibited an unspecified error message. The cassette was changed to another pump and the same message appeared. The patient presented to the emergency room due to ¿double pump failure¿. Another pump was sent to the patient. Per the reporter, the patient did not experience symptoms. It was noted that the infusion was life-sustaining. The outcome was reported as resolved. The device delivered remodulin 5mg/ml at a continuous rate of 40ng/kg/min. Please refer to mfg (B)(4) regarding event for other reported pump.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D4. Primary UDI number: updated. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.